Manufacturer narrative:
(B)(4). Companion reports 8040412-2018-00197 and 8040412-2018-00201 filed to capture additional events (3 total) reported in this complaint. Customer reported only a partial catalog (material) number. Actual size of device involved in this event is unknown. Material number chosen by EU per practice.

Event description:
Customer complaint alleges that the cuff of the device leaked after just a few minutes. Customer reported this happened 3 times with the same patient. Patient had to be reintubated with each occurrence. After the third event another brand of endotracheal tube was used, with no further problem reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). It was discovered that the product reported in the complaint is not sold in the us; therefore, the initial MDR submitted on 08/02/2018 was submitted in error.

Event description:
Customer complaint alleges that the cuff of the device leaked after just a few minutes. Customer reported this happened 3 times with the same patient. Patient had to be reintubated with each occurrence. After the third event another brand of endotracheal tube was used, with no further problem reported. Patient condition reported as "fine".